Manufacturer narrative:
Product information was not provided, so it was not possible to determine the manufacture date. Only the name of the initial reporter was provided.

Event description:
Advocate stated the customer received blood glucose readings of 20 and <20mg/dl on the contour next. She was taken to the hospital even though she had no hypoglycemic symptoms. The customer was retested at the hospital and the reading was 489mg/dl. She was treated with 10cc of insulin IV. Further information was not provided. Product was not expected to be returned, and was not replaced.